Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber used was "forward firing" @ 5,000 joules and 3 minutes of use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: "no injury was reported."

Manufacturer narrative:
Reportability aware date is: 02/04/2016.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap is detached and not returned with the product; the metal cap exhibits moderate char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.